Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minimum fill notification occurred after the user filled the cartridge with 205-215 units of insulin during the load sequence. Additionally, it was reported that an altitude alarm occurred while the customer was not outside of the labeled operating altitude range. A new cartridge was loaded to resolve the issue. Customer¿s blood glucose level was xx mg/dl.